Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 5f terumo sheath. Peri-procedure, the patient was anticoagulated with asprin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure on severely calcified vessel. The device was removed and the patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged the same day ((B)(6) 2012) with no clinical sequela. The patient was consulted for coronary bypass surgery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1225604) indicated that the device lot met all established performance criteria prior to shipment.